Event description:
It was reported that the patient received inappropriate therapy and that t-wave oversensing (twos) was observed. The patient is reported to have been exercising with rhythm of sinus tachycardia and a rate of 160-17- beats per minute. Twos is reported to have occurred during the tachycardia and was counted towards ventricular fibrillation (vf) detection and therapy. A patient alert then occurred. The patient is further reported as having a sudden appearance of t-waves and additional information provided by the parent noted the patient had not been taking medications for one week prior to the shock. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).